Event description:
Event description cpi received information that during a lead revision of an endotak c transvenous defibrillation lead, which had become dislodged, the lead was damaged. The physician removed the entire lead system, and replaced it with an endotak downsize plus defibrillation lead. Implant date-05/29/96. Removal date-07/31/96. Months-2.